Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the insulin pump had a long vibration as well as blank display. The customer¿s blood glucose level was 150 mg/dl. The customer was assisted with troubleshooting. Customer stated that the display was not blank less than 30 seconds and did not return. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.